Manufacturer narrative:
The investigation determined that lower than expected vitros k+ quality control results were obtained after 3 different k+ reagent calibration events. The root cause of the event was atypical calibration curves. However, no specific cause of the atypical k+ calibration curves was identified. An instrument issue with the vitros 5,1 fs chemistry system is the likely cause of the atypical k+ calibration curves, since following completion of service actions including adjustments to the microslide incubator, the vitros k+ lot in use was recalibrated and acceptable quality control performance was achieved. However, the vitros k+ reagents in use at the time of the events cannot be ruled out as a potential contributing factor. No patient results were reported using the affected vitros k+ reagent lot during the time frame of the event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event.

Event description:
A customer observed lower than expected vitros k+ results obtained from a single level of quality control fluid (4.84 and 4.83 mmol/l) compared to the expected result (6.10 mmol/l) when tested on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).